Manufacturer narrative:
H3: the motion enclosure control was returned to the manufacturer for analysis. Analysis found that when installed into a test system, the system did not initialize and motion did not ready. The image acquisition system (ias) firmware installer confirmed a firmware failure. The motion enclosure control would not hold firmware. The rotor box failure was linked to the motion enclosure. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, and fdc d02 that were previously reported are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry would not open, rebooted system then it got stuck in initializing. There was no patient impact and a delay of less than one hour.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180r. H3 - a manufacturer representative went to the site to service the system. Replaced the motion interface and upgraded the firmware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.